Event description:
The dentist reported the cover screw fractured during insertion with the usual torque. The screw was removed and replaced with a stock screw.

Manufacturer narrative:
Visual inspection confirmed that the screw had fractured near the head and the hex of the returned stem appeared damaged. Review of the device history record and product complaint reviews did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive cause for this fracture has not been determined. (B)(4).